Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08238. It was reported the patient presented for a lead revision surgery and expressed they were experiencing diaphragm stimulation. Upon interrogation, it was observed the right ventricular and right atrial leads were dislodged due to twiddlers syndrome. The right ventricular lead also had loss of capture. The leads were explanted and replaced. There were no patient consequences.